Manufacturer narrative:
Event is currently being investigated. Customer stated that there were no issues or problems with the system during treatment. Manufacturing asked if patient expired while being treated, and currently waiting on the user facility to answer. This is a correction to the initial report. Initial report was labeled as 5 day report due to death of the patient. This report indicates that MDR is changing to 30 day report, as no remedial action is required in this case. When additional information becomes available, follow-up report will be submitted. No device malfunction reported.

Event description:
Customer called asking instructions on how to drain device. Customer stated the a patient was treated with the suspect product. Due to patient medical condition, passed away. Natus technical service inquired if there were any issues/malfunction with device during treatment, customer stated there were no issues.

Manufacturer narrative:
Event is currently being investigated. Customer stated that there were no issues or problems with the system during treatment. Manufacturing asked if patient expired while being treated, and currently waiting on the user facility to answer. When additional information becomes available, follow-up report will be submitted. No device malfunction reported.

Event description:
Customer called asking instructions on how to drain device. Customer stated the a patient was treated with the suspect product. Due to patient medical condition, passed away. Natus technical service inquired if there were any issues/malfunction with device during treatment, customer stated there were no issues.

Manufacturer narrative:
Natus contacted hospital as a follow up attempt, and (B)(6), rn, who oversaw treatment of the patient, confirmed she had no trouble setting up the device for treatment using the set up wizard. She confirmed there were no contraindications using the cool cap system. She confirmed that there were no alarms or problems with the system during the treatment period (approximately 24 hours) before the patient passed away. She confirmed the patient was diagnosed with cardiac anomalies, chorioamnionitis, and meconium aspiration. Based on the information received from the customer, natus is concluding that device did not malfunction and the patient passed away due to health condition unrelated to device functionality. Natus will continue investigation and attempts to obtain additional information. If additional information becomes available, supplemental follow-up will be submitted. No device malfunction reported.

Event description:
Customer called asking instructions on how to drain device. Customer stated the a patient was treated with the suspect product. Due to patient medical condition, passed away. Natus technical service inquired if there were any issues/malfunction with device during treatment, customer stated there were no issues.